Event description:
Add'l info rec'd from MFR 6/30/04: no additional info was received on the event therefore a primary and secondary cause of death is unk. Through routine follow-up medtronic has requested this info from the health care provider. To date, no additional info has been received. The event description (b5 of the referenced medwatch report) suggests the death was not device related (stated as "not due to the paler [pacer] lead"). The device was not received for analysis; therefore, a causal relationship of 'no conclusion can be drawn' is appropriate.

Event description:
Pt having laser removal. During lasing of 2nd lead, pt pressure dropped. Hr decreased. Initiated CPR - echo confirmed. Pericardiocentesis done. Pt expired. Not due to the pacer lead.